Event description:
It was reported the bronchovideoscope images are lost (no image). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information was provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, and h11. Correction: h6 (health effect, clinical code) this report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation, it is most likely that the charge couple device (ccd)-unit was broken, and the image inspection failed, (the image may not be displayed). The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.